Manufacturer narrative:
H3. Reason device not evaluated by mfg: other; device was not returned to manufacturer. Investigation summary: no product was received; therefore, visual and functional testing could not be performed. The reported issue could not be confirmed. If the product is returned, the manufacturer will reopen this complaint for further investigation. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the dose button would not work. Zero doses have been given and zero have been attempted. Demand dose was set to 4 ml, lockout 30 minutes. Pump stopped and powered off. Powered on and restarted. Attempted to press dose button but no dose was administered. This event occurred at patient's home and was operated by a health professional. They do not have any additional information at this time. There was patient involvement, and no patient harm/adverse event reported.